Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump alarmed unexpected restart error. The patient's blood glucose at the time of incident was 15.0 mmol/l. The patient ran a self test and a rewind; however, the new battery did not function in the insulin pump after those processes. The insulin pump was not returned or replaced at this time.

Manufacturer narrative:
Unit passed self test, error test and displacement test. No unexpected alarm or reset time/date anomaly after change battery noted during testing.